Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the device was out of warranty, and the customer did not request any additional actions be performed by philips. Insufficient information is available to determine the resolution of the event. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation. D4 - product UDI.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a backup alarm failure. The device was in clinical use when the issue occurred. No patient or user harm reported.